Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header revealed that there was a hole in the right ventricular (rv) ring seal plug and the lv seal plugs were intact. The daily measurements for the lv amplitude had been programmed off and no daily measurements had been taken for the lv channel. The last two manual lv impedance measurements were performed on (B)(4), 2010 and were greater than 2,000 ohms. A 742 ohm load was attached to the lv port and the manual impedance measurement was 744 ohms during analysis, which is within specifications. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range left ventricular (lv) pacing impedances. During the routine generator changeout procedure, no visual lead fracture was seen under fluoroscopy. The patient received a new crt-d and was scheduled for a lead extraction at a later date. No adverse patient effects were reported. At this time, we are unable to confirm the cause of the high impedances reported.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated.

Manufacturer narrative:
As of today, this product has not been returned. Should additional information become available, this report will be updated.

Event description:
Subsequent information indicates that this product was returned for laboratory analysis.

Event description:
Additionally, it was reported that this system exhibited loss of capture.